Event description:
It was reported through a preprint case study that a patient had an initial posterior-cruciate-retaining total knee arthroplasty approximately 7 years ago. Four years after surgery, the patient reported instability in his knee, so a hinged knee brace was prescribed. Recurvation developed in the knee, and the patient was soon unable to walk without crutches. The patient presented with pain, instability, hyperextension, and laxity. X-rays revealed metallic debris, poly wear, and dislocation. Subsequently, the patient was revised; during which, metallosis and osteolysis was encountered. All components were replaced without complication with competitor implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component; unknown articular surface; unknown cement - unknown. Reporter source: foreign country : turkey. Literature : hamza özer, asim ahmadov, hakan yusuf selek et al. A catastrophic implant failure after total knee arthroplasty, 31 october 2022, preprint (version 3). Doi: 10.21203/rs.3.rs-2208598/v3 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Associated reports: 0001825034-2022-02533 and 0001825034-2022-02535.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned ; visual and dimensional evaluations could not be performed. Photographs provided show that the tibial tray is fractured. Another photograph shows black tissue consistent with metallosis. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Review of the article for this case states that case of severe complications of total knee arthroplasty was presented that occurred after polyethylene wear and failure which enabled precipitation of metallic trituration and caused metallosis and patient was unable to walk without crutches. Patient presented with pain and instability, effusion and grade ii laxity noted with audible crepitation, rom -20-120 and x-ray results revealed 'posterior cruciate insufficiency via posterior dislocation of the knee' with metallic debris also noted. Pathology also revealed inflammation and fibrosis. During revision, 'the posterior part of the polyethylene insert was destroyed and the tibial metallic component beneath the insert was eroded by the rolling force of the cobalt chromium femoral component.' Osteolysis noted in the distal femur and proximal tibia. X-ray images assessed but not sent to mmi for review as the author explains the findings in the single case study article. Radiographic findings are noted in the provided timeline; therefore, sending the images to mmi would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.